Event description:
Philips received a complaint by the customer biomedical engineer (biomed) on the v60 indicating that the device appears to not power on, blank screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. During evaluation, the biomedical engineer (biomed) was unable to replicate the issue, and the device appeared to function normally. The customer requested the display part number, which was identified (lcd 2nd generation). The rse provided parts ID per request for the repair. After further troubleshooting, it was confirmed that the biomedical team was unable to reproduce the reported issue despite operating and moving the device during testing. The unit continued to function normally throughout evaluation. The customer elected to assume responsibility for any further repair or corrective actions. The customer was advised to contact philips if the issue reoccurred, at which time a new service order would be initiated. No further information was obtained. Based on the available information, the reported issue could not be confirmed during evaluation. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Root cause: could not be determined, as the reported issue could not be duplicated during evaluation.